Event description:
The lay user / patient contacted lfs on (B) (6) 2010 alleging the clear cap was missing with her ultra 2 kit. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient mentioned that the alleged issue with the missing lancing device was first noticed on (B) (6) 2010 at 8:00pm. Due to the alleged issue approximately 10 minutes later, the patient exhibited cold sweat and was dizzy. The patient took her usual dosage of medication and did not seek any further medical attention or contact her physician for assistance. The products were replaced. No further clinical information was provided. It would have been helpful to know when whether the patient attempted to test their blood glucose without using the clear cap. The lfs representative explained to the patient and the clear cap does not come with the system kit and needed to be purchased separately. The complaint is being reported since the patient alleged that due to the missing clear cap, she was unable to test and 10 minutes later developed a symptom suggestive of a serious injury.

Manufacturer narrative:
Lot # of meter or test strips were not provided. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.